Event description:
The affiliate stated the customer reported erratic hemoglobin (hgb) and hematocrit (hct) results for an unknown number of patients involving coulter hmx hematology analyzer with autoloader. The erratic results were released out of the laboratory. Additional information was requested from the customer but was unsuccessful. There has been no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed instrument verification procedure due to bad dilution and erratic hemoglobin (hgb) and hematocrit (hct) results on both primary and secondary modes. The fse noted the blood sampling valve (bsv) shaft was worn and replaced the bsv shaft. The fse performed mode-to-mode sample test successfully. The fse also performed shift modes several times and dilution was acceptable. The instrument was in operation. The cause of the incident is attributed to hardware since the repair, performed by the fse, resolved the issue.